Manufacturer narrative:
A ge representative evaluated the system and replaced the wig-wag brake pad. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the wig-wag brake is not holding in position. No patient injury was reported.